Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural and patient factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliates in australia, during a transcatheter aortic valve replacement (tavr) procedure utilizing a 26mm sapien 3 ultra resilia valve via transfemoral access, the patient experienced an aortic dissection. The dissection originated in the ascending aorta and extended to the renal arteries. A pericardial drain was placed, and the patient remained alive and stable following the procedure. The perceived root cause of the event was attributed to recrossing the aorta and post-dilatation maneuvers. As per medical opinion, the root cause was that the patient had dilated and the fact of re-crossing the aorta for performing a post-dilation.